Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. Upon evaluation, the u730 processor was shorted inside the distribution node (dn). The cause of the inability to communicate is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the shorted processor.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.